Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a white circle with a large "x" on the display. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a white circle with a large "x" on was displayed. The root cause was could not be determined.